Manufacturer narrative:
According to our investigation, there was no discrepancy on our prod.

Event description:
The implant failed due to poor bone condition and pt health habit. The implant was removed after 8 months. Bone graft material was used. Poor oral hygiene. Poor bone condition. Tobacco use. Alcoholism.